Manufacturer narrative:
D1: brand name: used emerge as the product family as this is commonly used semi- compliant balloon in this facility.

Event description:
It was reported that dissection occurred. The 70-80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The lesion was prepared with 2x15mm and 2.5 x12mm semi compliant balloons to high pressure throughout the region for stenting. The semi compliant balloons were inflated well; however, both a 2.50 x 48mm synergy xd and a 16 x 2.50mm promus elite drug-eluting stent were having trouble passing around the 45 degrees through the mid-distal lad even with guidelines support. An unknown boston scientific balloon was then advanced into the mid-distal lesion for further dilation, but dissection occurred. Another stent was placed and completed the procedure. No further patient complications were reported.

Event description:
It was reported that dissection occurred. The 70-80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The lesion was prepared with 2x15mm and 2.5 x12mm semi compliant balloons to high pressure throughout the region for stenting. The semi compliant balloons were inflated well; however, both a 2.50 x 48mm synergy xd and a 16 x 2.50mm promus elite drug-eluting stent were having trouble passing around the 45 degrees through the mid-distal lad even with guidelines support. An unknown boston scientific balloon was then advanced into the mid-distal lesion for further dilation, but dissection occurred. Another stent was placed and completed the procedure. No further patient complications were reported.